Manufacturer narrative:
If implanted, give date: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00644. It was reported that following a stenting treatment procedure, the patient experienced thrombosis. Approximately 6 years ago, the patient had two unspecified taxus stents placed in a saphenous vein graft (svg) located in the left circumflex (lcx) artery. In 01/2011, the patient stopped taking aspirin and plavix approximately 5 days prior to a nose surgery. After the nose surgery, the patient complained of chest pain and was admitted to the cath lab. Angiography revealed thrombosis in both stents previously implanted in the lcx graft. Using the femoral approach, an aspiration catheter was used to remove the thrombus. Then the svg in the lcx artery was treated with balloon angioplasty using a 3.5x28mm apex balloon and placed 2 promus otw stents (3.5x18mm, 3.5x28mm). No further patient complications were reported and the patient's status is fine. The patient went back on aspirin and plavix.